Manufacturer narrative:
Exemption number e2015055. Approx 2 devices were received for evaluation; 2 events were confirmed during testing. Approx 1 device was found to be affected by corrosion of internal components. 1 device was found to be affected by lack of lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device overheated. Approx 2 reported events had patient involvement with no patient impact.